Event description:
It was reported by a surgeon that the intraocular lens (iol) was broken from the haptic-optic junction during the surgery. As per the surgeon, the patient was having good vision, so the iol was not explanted. The surgeon plans for an explant or iol exchange/replacement of iol in case the patient complains of any difficulty in the vision. There was no reported patient injury. There were no medical or surgical interventions reported. No further information is available.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: the device was not implanted. Section e1: email address: unknown/not provided. Section e1: state: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.